Manufacturer narrative:
It was reported that the device will not be available for analysis. Therefore, no conclusion can be drawn. No additional information is availabe. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 32 months, it was reported that the device shows the eri status. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.